Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with donors hcg negative serum samples and 2 miu/ml serum hcg control, all results were negative at read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis.

Event description:
It was reported that on an (B)(6) 2015, the patient presented to the emergency department. The patient's serum was then tested on the fisher-sure-vue hcg stat srm/urine test kit and received a positive result. A quantitative was performed via the beckman dxl and produced a result of <5.1 miu/ml. It is unknown what date the quant was performed. No further information was provided.